Manufacturer narrative:
The complainant was unable to report the upn and serial number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spy discover catheter and spy discover controller were used during a percutaneous common bile duct exploration procedure performed on (B)(6) 2022. During the procedure, the spy discover catheter was connected into the controller but no image was produced. The scope was disconnected and reconnected back into the controller but the problem still exist. They powered down and unplugged the controller before restarting it and still no image. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.